Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple burst of anti-tachycardia pacing (atp) and four shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. Technical services (ts) reviewed the event information and suggested reprogramming options. This device remains in service. No additional adverse patient effects were reported.